Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions were reported taken or treatment received. A request was made for the return of the suspect device and the customer stated the lancet device and needles were discarded, therefore no product will be returned for evaluation.